Event description:
It was reported to boston scientific corporation that a gold probe device was used during a colonoscopy procedure. According to the complainant, the gold probe device would not cauterize the tissue. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a godl probe device was used during a colonoscopy procedure. According to the complainant, the gold probe device would not cauterize the tissue. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The reported incident of device's inability to cauterize was not able to be confirmed. Visual inspection during analysis revealed the catheter to be kinked in several locations along the catheter length. However, the device passed all electrical testing, and the device irrigates properly. The most probable cause for the kinks present in the catheter is attributed to operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.